Event description:
Clinical study. Same case as MDR 6000093-2006-00186, 6000089-2006-00196, and -00197. At 295 days after a coronary artery drug eluting stenting treatment procedure the patient experienced a stent thrombosis (st) and underwent a target vessel reintervention (tvr). The index procedure treated one target lesion for total chronic occlusion. Target lesion 1 was a 3.00 mm vessel diameter, 100% stenosed region of the mid left anterior descending artery (lad). The lesion was 30.0 mm in length, was mildly tortuous, with mild calcification. The physician predilated the lesion prior to placing 4 taxus express2 8.8% drug eluting stents. The taxus stents placed were three 2.7x32 mm, and one 3.00x16 mm. Residual stenosis was 0% after post dilation. Two dissections were listed as procedure complications, one distal and one at the target lesion. The patient was discharged one day post index procedure receiving asa and plavix. The site reported that the patient experienced an st and underwent a tvr 295 days post index procedure. No further information is available at this time.